Event description:
The reporter stated that during a surgical procedure, the screwdriver tip broke inside the screw head as the screw was being placed in the patient. Forceps were used to extract the tip. It took only about half a minute to extract it. X-rays were taken after the surgery and no foreign body was seen. Surgery was completed successfully with no harm to the patient.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.